Manufacturer narrative:
The glidescope gvm monitor along with a glidescope avl video baton 3-4 were returned to verathon on (B)(6) 2018 for evaluation. The technical service representative connected the returned video baton to the returned video monitor. The image produced was clear, with proper color rendition and distinct lines. Even after the cable was manipulated, the device continued to produce a clear image. The returned video baton was tested on a test video monitor. The image produced was clear, with proper color rendition and distinct lines. In addition, the returned video monitor was tested with a test video baton, again the image produced was clear, with proper color rendition and distinct lines. The reported issue could not be duplicated. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4 and a glidescope gvm video monitor, the image would disappear when the cable was moved. The end user was able to complete the procedure with the system and no backup device was needed. No harm to patient or user was reported.